Event description:
During a tibial nail procedure on (B)(6) 2013, the flexible shaft connector for use with the jacobs chuck broke and fell apart. This happened while the surgeon was reaming. The product was immediately swapped out for a different device. There was no delay of surgery reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Referring to drawing se_108606 the missing setting screw is locked with glue loctite 243. Because of the missing components we are not able to determine the reason for this event. A manufacturing conclusion cannot be presented due to the condition of the product. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.